Manufacturer narrative:
(B)(4). The customer reported the device unexpectedly shuts down and fails to power up which could impact the delivery of therapy. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device unexpectedly shuts down and fails to power up which could impact the delivery of therapy. There was no report of patient involvement.